Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was returned separated from the sds and it was damaged the entire length with stent struts stretched but he first row on one end and first two rows on the other end of the stent, the stent struts were not stretched and the damage was not severe. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were visible on the balloon body indication that the stent was crimped on the balloon prior detachment. A visual and tactile examination found no kinks along several locations of the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-jun-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the severely tortuous distal right coronary artery (rca). After pre-dilatation was performed using a 2x10mm balloon catheter, a 2.25x12mm promus element ¿ drug-eluting stent was advanced with buddy wire support; however, the device failed to cross the lesion. The procedure was completed with only plain old balloon angioplasty (poba). No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/separation.